Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the patient was using the commode and the leg broke causing the patient to fall to the ground. The patient did not get hurt. MDR filed.